Event description:
It was reported that during a varix procedure, there was a cutting clip. The surgeon retried again when the clip was cutting and completed the procedure with the same device. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the manufacturing process.